Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg pocket site was uncomfortable. The patient underwent surgery on (B)(6) 2017 where the ipg was repositioned. Patient was programmed and therapy was confirmed.